Manufacturer narrative:
It is unknown if the device is returning for evaluation. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a secondary set where the chamber on the b line secondary set was noted to have a foreign body floating in the fluid. It was reported to appear to be the rubber filter from the bottom of the chamber. The treatment was stopped with approximately 3 mls infused through pump, so it would not have reached the patient, an apology was given to the patient and a new prescription was requested.